Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). The customer had manually accepted an invalid calcium_2 (ca_2) calibration, and quality controls (qc) run with the invalid calibration recovered out of range. The customer did not repeat the failed qc obtained with the invalid calibration and ran and reported patient samples. After repeating the calibration, qc recovered in range and the issue was resolved. The cause of the event is use error. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low calcium_2 (ca_2) results were obtained on thirteen different patient samples on an atellica ch 930 analyzer using atellica ch calcium_2 reagent. The discordant results were reported to the physician(s) and were questioned. One of the samples was repeated for ca_2 on the same system using the same reagent, recovering higher. The repeat result was reported, as the correct result, to the physician(s). The other twelve samples were not repeated as the samples were no longer available. There are no known reports of patient intervention or adverse health consequences due to the discordant ca_2 results.